Event description:
It was reported that prior to an unknown procedure, a shaft break occurred. During preparation, the physician noticed that the shaft of the maverick2 monorail catheter was bent. When the physician attempted to straighten it, the shaft broke. There was no patient contact with the device. The procedure was completed with a different device. No injury or patient complications were reported. The patient's status is unknown.

Manufacturer narrative:
The complaint indicated the device was disposed, therefore, no direct product analysis will be available. Because the batch number is unknown, the shop floor paperwork could not be examined. The root cause of the reported incident could not be determined.